Event description:
A male pt was positioned feet first in the scanner. A torso xl coil was used that was positioned around the pelvis. Immediately after the examination reddening of the skin with blisters was observed between the inner thighs, later diagnosed as third degree burn.

Manufacturer narrative:
(B)(4). Conclusions: based on the info provided, the burn is a skin to skin burn, caused by a rf current loop info between the inner thighs of the pt. No padding was applied between the legs of the pt.